Event description:
In 2007 - the pt, underwent a hernia repair surgery at which time the bard composix kugel hernia patch was implanted in his abdomen. The pt was rendered sick, sore, lame and disabled, was caused to sustain serious and severe personal injuries to his mind and body, some of which upon info and belief are permanent, with the permanent effects of pain, disability, disfigurement and loss of bodily function.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all; pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.